Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may not be programmed correctly. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump "alarms dose done before it is". They stated that the pump is programmed to deliver a dose of 1060 ml but stops and alarms dose done at 250 ml. They also stated they felt the pump was programmed correctly. The initial reporter also stated that the patient had received a replacement pump, and that no other information was available. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump did under infuse, however, it was still within the volumetric range that mmdg considers not reportable. The pump alarms also operated as expected. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "alarms dose done before it is". They stated that the pump is programmed to deliver a dose of 1060 ml but stops and alarms dose done at 250 ml. They also stated they felt the pump was programmed correctly. The initial reporter also stated that the patient had received a replacement pump, and that no other information was available. (B)(4).